Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is expected, but has not yet been returned to fisher & paykel healthcare (f&p) to determine if it had a malfunction which caused or contributed to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that both the gas outlet port and the gas inlet port of a neopuff infant resuscitator were broken. No patient consequence was reported.

Event description:
A hospital in minnesota reported that both the gas outlet port and the gas inlet port of a neopuff infant resuscitator were broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was destroyed by the customer. Thus our invetigation is based on photographs and information provided by the customer, our knowledge of the product and our investigation of previous similar events. Results: the photograph provided revealed that both the gas inlet and gas outlet ports of the subject neopuff were broken. Conclusion: it is most likely that the physical damage to the neopuff was caused by some sort of impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".